Event description:
It has been reported to philips that, system given message that image disk was full even with few examinations present and got freeze it. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the image disk was full and got freeze. During troubleshooting, the rse found that the issue was caused by the hard drive on the ip-pc. The rse formatted the hd remotely. After formatting the hd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.